Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy the anchor of the footprint ultra pk suture anchor broke. A 5.0-drill was used to prepare the insertion site, and it was cleared of all debris prior to the insertion of the anchor. All pieces were removed with tweezers. The procedure was completed with a non-significant surgical delay, using a back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A visual inspection of the returned device found that it is not in its original packaging. The outer surface of the anchor fractured vertically and separated from the core. The suture string is off the anchor but still attached to the insertion device. The actuator bar is extended and bent nearly 90 degrees. There is debris on all returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. The provided photo was reviewed and appears to show the insertion device with broken anchor inside of clear packaging. Therefore, no further clinical/medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.